Event description:
During preventative maintenance inspection, the user observed that the audible alarm that signifies the device is going onto backup battery was not alarming as expected. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.